Manufacturer narrative:
D2b. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. D3. Common device name: tubes, vials, systems, serum separators, blood collection. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set. 1 device failed to retract resulting in needle stick injury to the healthcare worker. There was no other health impact or consequences reported. The following information was provided by the initial reporter: "after the staff worker did the bloodwork for the patient, they retracted the needle and put it to the side. When the staff worker went to go throw away the needle in the sharps bin, they were stabbed by the needle that was still poking out. The staff worker believes the failure of the needle to fully retract caused the incident."